Event description:
It was reported during a da vinci-assisted surgical procedure, the clamp was at a maximum angle while removing the endowrist from the patient's cavity and the clamp broke. The site replaced the instrument to resolve the issue. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. The instrument was found to have the main tube broken. A piece measuring approximately .249 x .346 was not returned with the instrument. The tube is completely disconnected from the chassis on the back end of the instrument. The housing was removed from the back end, no damage was observed. The root cause of broken instrument main tube is likely attributed to mishandling/misuse. Although the instrument was found to have a derailed grip cable during failure analysis, the failure mode determined does not meet the criteria of a reportable malfunction.